Manufacturer narrative:
The device was not received by the MFR as of the date of this report. A supplemental report will be sent if the device is received.

Event description:
It was reported that during a perforated bowel procedure the device kept beeping as though something was wrong such as staples but none were present and the tissue was not too thick. "Also of anything" for energy; it was not sealing tissue. The case was completed. There was no patient injury.